Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Corrected fields: d4 expiration date. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image has horizontal stripes on the screen. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: defective connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope exhibited a flickering screen. The reported issue occurred during reprocessing and there was no patient involvement.